Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes'), uterine perforation ('perforation (uterus)') and intestinal perforation ('other injuries/symptoms-punctured intestines') in a 37-year-old female patient who had essure (batch no. A96183) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroparesis, nausea, gerd, fibromyalgia, blood pressure high, acne, syncope, asthma, endometriosis, celiac disease, goiter, vitamin d low, poor vision, tremor, sarcoidosis, chronic migraine, lumbar facet syndrome, fatty liver and pneumonia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("pain: dysmenorrhea (cramping)"), pelvic pain ("pain: pelvic"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("pain - dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal (right)"), female sexual dysfunction ("pain: apareunia"), hypersensitivity ("allergy ¿ hypersensitivity") and tremor ("entire body shaking twice in june right after essure was implanted"). The patient was treated with surgery (bilateral salpingectomy, salpingectomy (bilateral) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, intestinal perforation, hypersensitivity, genital haemorrhage, vaginal haemorrhage and tremor outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, female sexual dysfunction and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hypersensitivity, intestinal perforation, menorrhagia, pelvic pain, tremor, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2013. Patient received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, apareunia, menorrhagia, fallopian tube perforation and intestinal perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : lot no. Was added. New events, "perforation (uterus), entire body shaking twice in june right after essure was implanted, abnormal bleeding (general); abnormal bleeding (vaginal" were added. Onset dates of events were added. New reporter contact information was added. Patient's demographics were added. Medical history was added. Lab data was updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes') and intestinal perforation ('other injuries/symptoms-punctured intestines') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), dyspareunia ("pain - dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), female sexual dysfunction ("pain: apareunia"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)") and hypersensitivity ("allergy ¿ hypersensitivity"). The patient was treated with surgery (salpingectomy (bilateral) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, intestinal perforation and hypersensitivity outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, female sexual dysfunction and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, hypersensitivity, intestinal perforation, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2013. Patient received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, apareunia, menorrhagia, fallopian tube perforation and intestinal perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- case becomes incident. Event injury was removed. New events pain dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal, apareunia, bleeding - menorrhagia (heavy menstrual bleeding), allergy hypersensitivity, perforation - fallopian tubes and other injuries/symptoms - other punctured intestines were added. Implant date was updated. Explant date was added. Product indication was updated. Lab data was added. Patient's date of birth was added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes'), uterine perforation ('perforation (uterus)') and intestinal perforation ('other injuries/symptoms-punctured intestines') in a 37-year-old female patient who had essure (batch no. A96183) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroparesis, nausea, gerd, fibromyalgia, blood pressure high, acne, syncope, asthma, endometriosis, celiac disease, goiter, vitamin d low, poor vision, tremor, sarcoidosis, chronic migraine, lumbar facet syndrome, fatty liver and pneumonia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("pain: dysmenorrhea (cramping)"), pelvic pain ("pain: pelvic"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("pain - dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal (right)"), female sexual dysfunction ("pain: apareunia"), hypersensitivity ("allergy ¿ hypersensitivity") and tremor ("entire body shaking twice in june right after essure was implanted"). The patient was treated with surgery (bilateral salpingectomy, salpingectomy (bilateral) and salpingectomy (bilateral)). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, uterine perforation, intestinal perforation, hypersensitivity, genital haemorrhage, vaginal haemorrhage and tremor outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, female sexual dysfunction and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hypersensitivity, intestinal perforation, menorrhagia, pelvic pain, tremor, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2013. Patient received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, apareunia, menorrhagia, fallopian tube perforation and intestinal perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.